Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed visible moisture in the display lens. The pump vibrates and has audible sounds when powering on. The display screen flashed on then goes blank, the pump reboots without user interaction. The attempt to download the pump history and black box data failed. A leak test revealed a case seal leak. Visible inspection of the pump showed damage to the case near the top right corner of the display lens. Internal moisture was found on the pcb and internal components of the pump.

Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump lost power shortly after swimming. The patient's blood glucose level rose to the 200mg/dl range with no symptoms. The pump reportedly would not power back on. There is reportedly condensation behind the screen. This report is being made based on the alleged malfunction. The reported blood glucose excursion does not meet criteria for an adverse event.